Event description:
It was reported that the patient had a constant alarm that self-limited, but nothing was seen in the history on the system monitor or system controller. Log files were sent for review. The log files captured no external power on (B)(6) 2026 at 7:57:38 while connected to the mobile power unit (mpu) power. The backup battery was used to support the system during these events. Motor function was not affected by this event. The alarm condition was resolved on (B)(6) 2026 at 7:57:55. It later communicated that the patient was using the locking version of the mpu alternating current (ac) power cord. Additionally, the patient's family did remember the event and stated that the patient was confused and accidently disconnected. It was also reported that the site believed that the alarm was that the patient was performing a system controller self-test when staff were out of the room.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.